Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 12.6mmol/l at the time of the incident. It was reported that the insulin pump alarmed power system error and was previously assisted with troubleshooting but called back to report that the power system error detected alarm occurred again. No additional troubleshooting performed and alarm was not resolved during second call. The insulin pump will not be returned for analysis.